Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: prolift pelvic floor repair product code pfra01, batch 1368189 mfg date: 12/06/2005, exp date: 11/30/2006. Tension free vaginal tape/obturator product code 810081, batch 1370897 mfg date: 01/06/2006, exp date: 11/30/2006. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure and a pelvic floor repair procedure in (B)(6) 2006. The pt experienced a small 1cm square area of exposed mesh in the anterior vagina. On (B)(6) 2010, the pt underwent surgery for revision of the mesh. The exposed mesh was dissected out and removed.